Event description:
Dr reported that during this procedure he observed that the implants do not expand after 5 to minutes. The implants did not jam into each other. Another implant was used but with the same result. A wire fixation was carried out to complete the surgery. A second surgery will take place to remove the wire.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that smart toe (implant) had a no expansion during surgery could not be confirmed since the returned device is conforming to specification. Therefore, the case could be classified as a non issue. Based on investigation, the root cause of the determined problem of expansion was attributed to a user related issue. The smart toe (implant) expansion problem was caused by mismanagement of the temperature. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Dr. Reported that during this procedure he observed that the implants do not expand after 5 to minutes. The implants did not jam into each other. Another implant was used but with the same result. A wire fixation was carried out to complete the surgery. A second surgery will take place to remove the wire.